Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4). Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). The patient reported that the charger was not working, clarified the controller for one of her ins. The patient reported that she has to take the battery out every day in order to charge ins, otherwise it displays a ¿settings not available screen¿. The patient reported that once she takes the battery out of controller, it will work fine. She said this has been going on since implant, and also mentioned that sometimes her stimulation turns itself off, the controller says stimulation is off. The patient reported that she has noticed this "almost since the beginning," so she has to go in and turn stim back on. The patient reported that she only uses controller with recharger (rtm) plugged in. Patient services had patient tried to unlock controller without rtm and patient said she right away got ¿settings not available." Patient services had patient press "ok" and patient was able to get to the home screen. The patient reported that the controller battery was 100%, ins was 90%. Patient was on group a and tried increasing stim and got settings not available again. The patient then switched to group b (which she says she never uses) and once she tried increasing, she again got settings not available. The patient started a recharging session on excellent. Patient services asked if patient is able to press "ok" when she tries to charge and sees settings not available screen, but patient kept saying she has to reset controller in order to be able to charge. Patient services had patient reset controller in order to get serial number, and after reset patient still got settings not available. The patient reported that her rep already tried reprogramming and told her to call patient services. Patient services consulted with repair and repair said they would speak with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the high impedances on the two contacts was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial# (B)(6), product type: recharger, product ID: 97745, lot#/serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they had to do a little reprogramming with the patient as the patient wasn¿t able to increase the intensity on one of their inss. Patient service¿s understanding was their controller was displaying ¿settings not available¿ when the patient would try to increase the stimulation. The caller stated that here was one high impedances. Additional information was received from the rep later the same day reiterating the report of the ¿cannot provide desired setting¿ screen being seen and being unable to increase the patient¿s intensity. They then reported that the impedance check showed two contacts with high impedances over 40,000 ohms. It was indicated that this only affected one of the patient¿s inss and that they reprogrammed the patient around these impedances and the patient was then able to increase the intensity and resolve the issue.

Event description:
Information was received from a patient on (B)(6)2020. It was reported that their charger was not working, which the patient clarified was the controller for their implantable neurostimulator (ins). The patient stated that they would have to take the battery out everyday in order to charge their ins, otherwise it would display a ¿settings not available¿ screen. The patient mentioned that the controller would work fine once they would take the battery out of the controller. It was noted that this issue had been ongoing since the patient was implanted on (B)(6)2020. The patient also reported that sometimes their stimulation would turn itself off, so they would have to go and turn it back on. It was noted that the screen indicated that stimulation was off. During the call, the patient tried to unlock the controller without the recharger and got a ¿settings not available¿ message right away. The patient was able to press ¿ok¿ and get to the home screen, which showed that the controller battery was at 100% and the ins was at 90% battery level. The patient tried increasing stimulation on group a but got the ¿settings not available¿ error message, and then switched to group b and tried to increase stimulation but still got the ¿settings not available¿ screen. The patient was able to start a charge session with excellent recharge quality but noted that they had to reset the controller in order to be able to charge their ins. However, the patient was still getting the ¿settings not available¿ message even after resetting the controller. It was reported that the patient was having difficulty changing the stimulation level, as they could go down but not up. The patient mentioned that they met with a manufacturer representative and already tried reprogramming. The patient was redirected to the repair department and a replacement controller was requested. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6)2020. It was reported that they were still having the same issue as before. The patient stated that they would see a system problem ¿rm05¿ (screen 77) error message when trying to charge their ins. The patient mentioned that they needed to charge their ins. It was noted that the patient had not yet returned their old controller. The patient was redirected to the repair department and a replacement recharger was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Correction: b5 has been updated. H6: additional review indicated patient code c76143 is not applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The cause of stim turning off by itself was that the charger was not working. Steps taken to resolve the issue were to replace the charger. No patient injury reported.